Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that their insulin pump was damaged and was continuously beeping. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s father reported that the son¿s pump fell and broke and cannot get to stop beeping. The customer took battery out and cannot get pump to stop. The customer reported that he was playing and then it fell off and then broke. The customer reported that he was trying out for basketball team so he was outside playing basketball when he came in and found that pump fell and broke that way. The customer reported that the pump has been dropped. The customer reported that the damage to the pump was not caused by a vehicular accident. The customer reported that they cannot read the screen and plastic is broken. The customer reported that the right side of the screen is black and the screen is shot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display anomaly due to severely cracked glass lcd.. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with cracked retainer, minor scratched display window and scratched case.